Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer had removed the cartridge, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer indicated that the cartridge, tubing and infusion set would be changed.